Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 535 mg/dl. Pump supplies were changed. Insulin injection and boluses were used to address bg. Customer reported the fill estimate was inaccurate as it showed +270 units. Tandem technical support (cts) reviewed the insulin gauge values and all other values were found to be accurate; however, customer declined to upload pump data to confirm the +270 unit value as it would not be a value the pump would display. The next day, bg was 235 mg/dl. Upon reviewing pump history, customer did not see the boluses that were requested on 05/30/2019. Customer again declined to upload pump data for review. Pump system check with cts found the pump to be functioning properly. Bolus history on the day of report was accurate. Bg lowered to approximately 150 mg/dl. Customer required no further assistance from cts.